Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 23mm trifecta¿ gt valve was implanted. On (B)(6) 2021, the patient presented to the hospital with congestive heart failure, low cardiac output, fatigue and weakness. Upon physical examination a heart murmur was noted and a chest radiograph showed left ventricle enlargement and patient was diagnosed nyha class iii heart failure. The valve was explanted and replaced with an 23mm sjm regent heart valve. Upon explant, a leaflet tear was noted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of left ventricle enlargement with nyha class iii heart failure and a leaflet tear was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, a trifecta gt valve appeared to contain a leaflet tear along 1 stent post. Based on the information received, the cause of the reported incident could not be conclusively determined.